Event description:
The customer contacted baxter's (B)(4) regarding restart setup, which occurred on the homechoice during fill 1. The home patient (hp) compromised the patient line. The baxter technical service representative assisted the hp with ending therapy to restart with all new supplies. The solution to this issue was provided over the phone and swap of the device was not necessary. Product surveillance contacted the caregiver on (B)(6) 2010 regarding the reported problem. The hp has continued therapy no injury or medical intervention was reported as a result of this incident.

Manufacturer narrative:
(B)(4). This complaint is for a report of a patient contaminating the patient line. This complaint cannot be confirmed in the lab due to a lack of sample. Not enough data are available within the complaint information to identify root cause; therefore the root cause of the complaint was not determined. This review found the labeling adequate for the use error in the complaint. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The sample was discarded. Should any additional information become available, a follow-up report will be submitted. There was no allegation reported against the baxter product by the customer. Therefore the device was not requested for evaluation and a batch review will not be conducted.